Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.

Event description:
Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, nicks, stress marks, broken shell with sharp edge in the same location of crease on radius side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is a broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional reported right side exchange due to patient's concern with the product. Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare professional reported right side exchange due to patient's concern with the product. Device remains implanted.